Event description:
It was reported that during the review of the recorded episodes of the pacemaker system, technical services (ts) noted that there was myopotential noise oversensing from this right ventricular (rv) lead. Ts advised on programming enhancements. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead was surgically abandoned and replaced during a pacemaker replacement procedure. No additional adverse patient effects were reported.

Event description:
It was reported that during the review of the recorded episodes of the pacemaker system, technical services (ts) noted that there was myopotential noise oversensing from this right ventricular (rv) lead. Ts advised on programming enhancements. No adverse patient effects were reported. This lead remains in service.